Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure,iol could not be folded properly and therefore could not be used when implanting.the iol did enter the patient's eye but was replaced with another one during the same surgery and the surgery was completed. Additional information was received and there was no health damage to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon review of the initial information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, there was no health impact to the patient, but the insertion was aborted when it was noticed during insertion that the anterior loop of the company lens was stretched (straight leading haptic). Straight leading haptic is an approved position for the haptic with directions discussed in the dfu(directions for use) .